Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 600 mg/dl, which she treated with a manual insulin injection. Troubleshooting could not be completed for the failed battery test since the customer did not currently have another battery to test inside of the insulin pump. Troubleshooting occurred for the high blood glucose and the customer mentioned that she experienced nausea, fatigue, and crankiness. The drive support cap appeared normal. No further troubleshooting was performed, and no products were returned or replaced.